Event description:
It was reported that the wake button was delayed in responding to presses and multiple, forceful presses were necessary for display to activate. The issue has worsened over time. The customer's blood glucose level was 70-253 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.